Event description:
A report was received that alleges that the tracheostomy had a "bubble" on the tracheostomy tube that caused the patient to choke. A new tracheostomy tube was placed in the patient. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.